Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
(B)(4). A "head error" occurred on the rotaflow. No patient involvement.

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person- (B)(6). A supplemental medwatch will be submitted after new information has been received. Device code: (B)(4). The defective device was investigated with the RMA# 37895 and the service report# rma2019-10125 on the 2019-05-28: the device displays "head error" at power-up and is non-functional (rotaflow drive was very heavily contaminated with blood). The customer data can be confirmed. When disassembling the device, blood residues and oxidation were found. The circuit boards have a total loss and it can be assumed that all electronic components are damaged. Blood residues and oxidation could also be found on the stator, which is why emtec declares the device to be irreparable. The device gets unrepaired back to the customer. Root cause mishandling. The failure could be confirmed but it is no related malfunction of the device. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of.

Event description:
(B)(4).